Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 correction narrative: h6, h10: the investigation has been updated to reflect the correct information. Therefore, the component code, type of investigation, investigation findings and investigation conclusions have been updated accordingly. Investigation summary: both photo and the complaint device were received and evaluated. Visual analysis of the photo revealed the device's back plate which contained the product code and the serial number, these numbers were verified, and they were correct. The complaint device was received at the service center and evaluated. During the service evaluation the following defects were identified: fault confirmed, identified liquid residue in the cpc connector and tubing inside the unit - cpc connector, left bezel, solenoid valve and main board replaced. Error code : fc004. Functional : moisture/water damage. Functional : back-flow/check valve failure. Per service reports, this complaint can be confirmed. The pressure sensor, circuit board and valve(s) were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. As part of depuy mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. The faulty parts was identified as the root cause for the device failure during the service evaluation. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported from australia that preoperatively to an arthroscopic shoulder stabilization procedure on an unknown date, it was observed that the fms vue ii pump-shaver box device displayed fc4 error message and would not function. During in-house engineering evaluation, it was determined that the device had a back-flow/check valve failure. There was patient involvement. Another like device was used to complete the procedure with a delay of 10 minutes. There were no adverse consequences to the patient. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. During the service evaluation the following defects were identified: fault confirmed, identified liquid residue in the cpc connector and tubing inside the unit - cpc connector, left bezel, solenoid valve and main board replaced. Error code : fc004. Functional : moisture/water damage. Functional : back-flow/check valve failure. Per service reports, this complaint can be confirmed. The pressure sensor, circuit board and valve(s) were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. As part of depuy mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. The faulty parts was identified as the root cause for the device failure during the service evaluation. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.